Event description:
It was reported by legal a patient underwent a right hip arthroplasty. Subsequently, patient was revised with head and liner exchange nine years post implantation due to pain, elevated metal ion levels, metal related pathology, corrosion, and wear. Ossification was also noted during the procedure. No further complications have been reported.

Manufacturer narrative:
(B)(4). D10: 00801803201, femoral head sterile product do not resterilize 12/14 taper 61542828. 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length 60861074. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length 61547351. 00771100920, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset 61523467. 00630505632, liner standard 32 mm i.d. For use with 56 mm o.d. Shell 61486551. Review of complaint history found no additional related issues for the stem, liner, and shell and the reported part and lot combinations. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed, and a revision occurred nine years post implantation due to pain and elevated metal ions. During the revision, altr was identified within the joint, as well as discoloration on the trunnion and femoral head. Hypertrophic bone was identified around the acetabulum, and surface wear on the liner. The liner and head were explanted and exchanged with no complications noted. This complaint was confirmed based on the provided medical records. A definitive root cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be file accordingly. Zimmer biomet will continue to monitor for trends.